Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the instrument data and did not find any process errors during the time the sample was run. All quality controls (qc) recovered within ranges at the time the event occurred. However, the data showed an unknown aliquot module error that occurred prior to processing the affected sample, which is indicative of a bubble or a small clog in the aliquot probe. The cause of the discordant, falsely low glucose (glu) and carbon dioxide (co2) results is unknown as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low glucose (glu) and carbon dioxide (co2) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same dimension vista instrument, resulting higher. The sample was then repeated on an alternate dimension vista instrument, and the results matched the original repeated results. The alternate instrument results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu and co2 results.